Event description:
It was reported that the stylet was hard to reinsert. It was noted that no action was required as a result of this event. It was noted that impedance testing was performed. It was noted that two leads were placed using proper technique via coude needles. It was noted that the health care professional (hcp) was able to steer the leads easily to the desired location. It was noted that the stylet was partially withdrawn to connect to the multi lead trailing cable. It was noted that the right lead required repositioning further to the right of the midline after testing. It was noted that the hcp attempted to reinsert the stylet completely into the lead and met resistance approximately 2 inches shy of full insertion. It was noted that the hcp tried to replace with a straight stylet and once again was unable to pass completely, catching resistance approximately 2 inches from full insertion. It was noted that next the hcp placed a while coude stylet and was able to pass completely into the lead and continue placement of lead to desired location. It was noted that all impedances were within normal range and the system was fully functional post-operatively. It was noted that there were no patient symptoms and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).